Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the there an issue with the ribbon cable for the 11 volt backup battery. The center chose to replace the controller to avoid any future malfunctions. The patient confirmed that that there was no external heating or alarms on the controller.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported fluid ingress on the backup battery ribbon cable was confirmed via visual analysis. The heartmate 3 system controller (serial #: (B)(6)) was returned for analysis and a log file was downloaded for review spanning approximately 2 days (25may2022 ¿ 26may2022, 01jan2000 per timestamp). Events on 01jan2000 are from when the system clock was not set. There were no notable alarms in the log file. Pump operation was not affected. The system controller was observed to have fluid ingress in the backup battery compartment by the ribbon cable. This observed fluid did not affect controller performance. The system controller was able to pass all preliminary and functional testing. The unit was able to operate on a mock loop without issue. The root cause of the reported event was unable to be determined in this analysis. The device history records were reviewed and the records revealed the heartmate iii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate iii instructions for use section 7 ¿ ¿alarms and troubleshooting¿ and heartmate iii patient handbook section 5 ¿ ¿alarms and troubleshooting¿ explains how to properly interpret and troubleshoot all alarms. Heartmate iii instructions for use section 8 ¿ ¿equipment storage and care¿ and heartmate iii patient handbook section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the issues resolved with controller exchange.